Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia. The same day the patient also received appropriate atp and shocks for a ventricular tachycardia (vt) storm but this therapy was ineffective at converting the patient. Even an external shock that was administered was unsuccessful at terminating the episode. The physician did not express concern over the ability of the ICD to convert the patient and concluded the conversion problems to be related to the aggressiveness of the vt storm. Review of these episodes noted that some schemes of atp had accelerated the rhythm so it was turned off. Further reprogrammed was performed and the ICD remains in service. There were no adverse patient effects reported.